Event description:
A motor stall was confirmed in the event logs with no motor stall recovery recorded. The pump alarm was heard. The stall occurred on (B)(6) 2011 and recovered on (B)(6) 2011. Another stall occurred on (B)(6) 2011 and no recovery was noted. The patient did not experience a return of symptoms; but it was noted the patient never had symptom relief from the pump and took oral baclofen the entire time she had the pump. The patient was "not a candidate for replacement and was not a good candidate for this pump." Pump off state was being considered. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).